Manufacturer narrative:
The complaint was dispatched to the field service engineer (fse) department on the (B)(6) 2015 for further investigation. During the investigation the fse noted that the sample assembly is dry. The fse cleaned and lubricated the shaft and then ran the analyzer g7 for 2 hours without any erros. The instrument is functioning as intended and was released. The most probable cause for this event is due to dry gears. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013.

Event description:
On the (B)(6) 2015 the customer reported receiving sporadic z-1 axis error on their g7 analyzer. The error occurred on primary tube with caps. The customer indicated that the sample needle is not bent. The technical support group (tsg) suggested to the customer running without caps temorarily. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.